Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. Customer was unable to clear the pump errors, power loss alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement and displacement test. No critical pump error alarms noted. No unexpected this alarm is generated when a power failure is detected noted during testing.